Event description:
A pt reported possible inaccurate results with a surestep meter. In a back to back comparison, the surestep meter displayed blood glucose readings of 70mg/dl, 211mg/dl and 187mg/dl successively. Pt did not experience any adverse events. Pt has never cleaned meter. Attempts to contact pt for further info not successful. Meter has been replaced. No allegations of harm have been made.